Event description:
It was reported that an ilet user experienced continuous glucose monitor connectivity issues when using a dexcom g7, resulting in signal loss between the cgm and the ilet. Symptoms included no clinical symptoms reported by the user. Outcomes included no reported impact to the user¿s health or need for medical care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed the sensor was able to re-pair after the user toggled the app from g7 to g6 and back, then reentered the sensor code to restart pairing. It was concluded that the connectivity issue was resolved through troubleshooting without device replacement or further intervention.